Event description:
This was a lead extraction case conducted in the hybrid or to remove a total of 3 leads (rv - mdt 6949 fidelis ICD, 2007; rv - capped mdt 6947 quattro ICD, 2003; ra - mdt 5076, 2003) due to impedance on the ra lead and a recalled mdt 6949 ICD lead. The patient was prepped per hrs standard recommendations and the cvs was handling the laser sheath and the md pulling counter traction on the lld in the case. The pocket was opened, leads cut and lld-ezs inserted into each lead. The cvs successfully extracted both the mdt 6947 and the mdt 6947 with the 14f gl and the m - visisheath never lasing past the innominate. Significant adherence was noted in the pocket and scv. Extracting the remaining mdt 5076 ra lead, lasing again was stopped at the innominate and increased counter traction placed on the lld-ez causing the ra lead to pop free. Re-implantation was initiated and within 12 minutes post-extraction the patient's abp began to decline. Cvs was called, tee was in place and an effusion was obvious on the atrial appendage. Within approx 3 minutes the cvs was in the room and within approx 4 minutes the patient's chest was open. A perforation in the patient's ra was noted and successfully repaired. The patient was transferred to the ICU and reportedly made a full recovery.

Manufacturer narrative:
Device discarded after use.